Event description:
My dexcom g7 receiver us part number mt26403-0 and the skus stk-at-013 did not alert me with any kind of sound or alarm when my blood sugar went so low that I started to throw up, started shaking and passed out. I could have gone into a coma.